Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lobectomy procedure, when using the first reload on isolated lung tissue, there was poor staple formation and staple line was incomplete. It fired but stopped distally. Surgeon used a cutting stapler to repair the incomplete staple line and resection was done. Another reload with the same lot number was used but it did not fire. It was noted that the surgeon was able to press the green button but could not squeeze the handle. The reload was replaced with another model to complete the case.